Manufacturer narrative:
(B)(4). Should additional relevant information become available a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The cause of death was reported as cardiac arrest. It was reported on the same day as death, the patient ¿had cardiac arrest at home, they revived him and he died in the hospital.¿ pd therapy was ongoing at the time of death; however, the patient was not performing therapy with a hc device at the time of death. It was reported an autopsy was not performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the home patient passing away. The device history record was reviewed and no issues were found that could have caused or contributed to the event. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device passed electrical and functional testing and was determined to meet performance specification requirements. Internal and external inspection was performed and no issues were noted. The pneumatic system was tested and all pressures were found to be correct and stable. The device passed all seal, purge and integrity testing. A short simulated therapy was performed with no issues noted. Upon conclusion of the investigation, no failures, malfunctions, or iipv event were identified that could have caused or contributed to the home patient passing away. The device will be sent to service. Should additional relevant information become available, a supplemental report will be submitted.